Manufacturer narrative:
In a gfe response received the authorized service provider (asp) stated that there had been no issue with the device. It was also stated that the customer had not provided the model number or serial number of the device. An additional gfe was sent to the asp and the response on 22jan2025 again confirmed that there was no issue found with the device. It was determined that no repair was required for the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital. Reporter/institutions number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the oxygen module of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Good faith effort (gfe) attempts are being completed to clarify the device issue. This investigation is ongoing.